Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had a sensation of paresthesia that was uncomfortable (shocking or jolting). At the time of the report, it was unknown what actions were taken and what the outcome of the event was. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the event was not related to the procedure, neurostimulator, leads, or external device, and possibly related to the therapy. Interventions taken included reprogramming and the outcome of the event was noted to have been recovering/resolving. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved as of (B)(6) 2019.